Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on all lead contacts. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Related manufacturer reference number 1627487-2024-07728. It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on all lead contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number: (B)(6).